Event description:
During the tfi (trans femoral coronary intervention) the catheter shaft broke. The catheter was inserted into the tortuous left external iliac artery that was over 90% stenosed, when it kinked. When the physician attempted to remove the catheter, it was broken into two pieces and a slight vessel dissection occurred proximal to the tortuosity of the left external iliac artery. The distal portion of the catheter was removed with a snare and the dissection was reportedly minor, therefore the pt did not require surgery. The physician indicated that the condition of the vessel and the length of the sheath contributed to the difficulty experienced with the guiding catheter. The pt is reported to be in stable condition.